Event description:
It was reported by the affiliate that the (1) tsb45 was used during an unknown procedure. It was reported that the device was difficult to staple and would not cut. The case was completed with another instrument and there was no consequence to the pt.